Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "fk pump was giving the reported issue of "message reading back flow error". There was no report of patient harm nor the stoppage of an active infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sticky fva pins. The secondary fva pin was stuck in the open position and unable to be actuated to the closed position. Investigation found the shear pin in the fva assembly has failed causing the fva pins to cycle improperly. It was also found the lever boot retaining plate is cracked. The loading pins are experiencing excessive drag and their lip seals will be replaced.